Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic event. At the onset, the cgm displayed a reading of 265 mg/dl, prompting the patient to self-administer 4 units of insulin. Shortly after treatment, the patient began to feel symptoms of hypoglycemia, and the cgm reading dropped to low. The patient did not have access to a blood glucose meter and contacted emergency services. Upon arrival, paramedics performed a fingerstick test. At that time, the cgm continued to read low, while the blood glucose reading was 80 mg/dl. Due to the patient¿s inability to swallow, they were administered intravenous glucose. Additional treatment included orange juice and an unspecified anti-nausea medication, as the patient was also experiencing vomiting. The patient was transported to the hospital. No further medical intervention was reported as necessary, and the patient was discharged after approximately 2.5 hours. There was no documentation of additional evaluation or treatment following discharge. At the time of reporting, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.